Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that while the patient was still admitted for initial lvad implant, subject experienced aphasia and facial droop around (B)(6) 2014. However, prior to that he was last seen well by nurse on the same day, patient was fully alert and moving all extremities without difficulty. When stroke rn saw him, symptoms had resolved. At 03:15 dysarthria was present. Stat head CT was negative for any acute process. Dysarthria continued with cycles of improvement and worsening throughout the day. Aphasia and facial droop were present several more time throughout the day, but did resolve on (B)(6) 2014. Dysarthria continued throughout hospitalization and discharge, although improvement was seen. No additional information received.